Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not startup. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded malfunction of flexvision-2 pc was confirmed. The mode of failure was "s60 ¿ unit malfunction". The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.